Manufacturer narrative:
Continuation of d10: product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug and morphine via an implantable pump for unknown indications for use. It was reported that the patient missed their last refill appointment and it was now scheduled for tomorrow. The pateint was now very sick with pneumonia and might have to go to the hospital and get hospitalized. It was then noted that starting a couple months it started to take a long time connecting to myptm app for it would lag at 90%. During the call the patient closed all applications and was walked through clearing data. The patient connected to their myptm app and got service code 97 stating it a low reservoir alarm; they never heard an alarm but it connected a lot quicker. On the myptm app it showed expected refill date was february 22nd. The troubleshooting steps that were taken on the call resolved the issue. The pateint was redirected to their healthcare provider regarding low reservoir.